Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One digital photo and one physical sample without original package or lot number was received for evaluation; the guide wire¿s tip was stretched. The issue reported by the customer is confirmed. The most likely root cause for the reported issue could be due to incorrect technique if the instructions for use (IFU) are not followed. Per the IFU the proper procedure for insertion of the feeding tube and extraction of the stylet is using a syringe to inject approximately 10 cc of water into the tube to activate the hydromer coating. Based on the available information and investigation, no action plan is deemed required at this time. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the distal end (spiral) of the guide wire stretches when attempting to remove it. There was no patient injury.